Event description:
MFR received a report from the dealer that the family alleges the unit "was not working". The family member later advised the dealer that the pt passed away. What role, if any, device played is unknown. The user had a degenerative condition.